Event description:
It was reported that the patient, who has an artificial urinary sphincter (aus) device, is leaking more frequently. He is also having to pump the device several times in order to fully empty his bladder. The device does not stay open as long as it use to. These issues have been slowly increasing over the last 3 to 5 months prior to july 2017. The patient has made an appointment with his urologist to discuss further. No additional information was available.